Event description:
The lay user/patient contacted lifescan on november 17, 2007 and alleged that his surestep enhanced meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue last occurred about 1 1/2 months ago. The patient mentioned that he ate and then tested with a result of 236 mg/dl. He then took insulin (unknown type/dosage) and retested with a result of 34 mg/dl. The patient felt weak and so he ate honey and drank juice. The patient passed out and then woke up at the hospital. He mentioned that he did not remember what occurred after he passed out, but stated that he was in a coma for 2-3 days. At the time of troubleshooting ,the patient was unable/unwilling to answer if the meter was set in the right unit of measurement. The patient's testing technique was correct and he was also cleaning the puncture area properly. The test strips and control solution that were used at the time of concern were not available for troubleshooting. In addition, the meter did not turn on during the call to verify the actual results in the meter's memory. This complaint is being reported because the patient claimed he became hypoglycemic after obtaining a result of 236 mg/dl from the meter. It is unclear if he took the insulin based on a set amount regimen or a sliding scale. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.